Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that they were at work and had an insulin reaction when their blood glucose was low and the cgm was reading 243mg/dl. Patient's bg meter was reading 40mg/dl. The patient was sweating and disoriented. The patient tried getting something to eat/drink and their associate grabbed a soda for them. The patient drank half the soda and felt better. Patient's blood glucose was at 82mg/dl. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined.